Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire distal tip detachment occurred. The in-stent restenotic target lesion was located in the tortuous and calcified 1st obtuse marginal (om1) branch. After a non-bsc guide catheter crossed the lesion, a 300cm pt²¿ guide wire was advanced to the lesion. Pre-dilatation was performed with a 2.0mm and 2.5mm balloon catheters. A 2.5 x 18 drug-eluting stent was advanced but failed to cross the lesion. Subsequently, a buddy wire was advanced and the 2.5mm stent was able to cross the lesion. However, prior to stent deployment and during removal of the pt²¿ guide wire, approximately 5mm of the distal tip of the pt²¿ guide wire broke off and was trapped under the previously implanted stent. The detached component was attempted to be removed with a snare but was unsuccessful. Subsequently, the wire was crushed in the om branch with the previously implanted stent. Another 2.25 x 8 drug-eluting stent was deployed in an overlapping manner and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: two pt2 arrived together in the same bag and with a nub on the body. The units returned has wire kinked, as part of overall visual revision. The devices returned matches with upn provided by the customer. The device has the detached in the distal tip, 2cm approximately, exposing part of the internal wire(polymer in the distal tip end was not returned), also it has the body kinked in the middle of the device and in the proximal section. All the outer diameter (ods) taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire distal tip detachment occurred. The in-stent restenotic target lesion was located in the tortuous and calcified 1st obtuse marginal (om1) branch. After a non-bsc guide catheter crossed the lesion, a 300cm pt²¿ guide wire was advanced to the lesion. Pre-dilatation was performed with a 2.0mm and 2.5mm balloon catheters. A 2.5 x 18 drug-eluting stent was advanced but failed to cross the lesion. Subsequently, a buddy wire was advanced and the 2.5mm stent was able to cross the lesion. However, prior to stent deployment and during removal of the pt²¿ guide wire, approximately 5mm of the distal tip of the pt²¿ guide wire broke off and was trapped under the previously implanted stent. The detached component was attempted to be removed with a snare but was unsuccessful. Subsequently, the wire was crushed in the om branch with the previously implanted stent. Another 2.25 x 8 drug-eluting stent was deployed in an overlapping manner and the procedure was completed. No patient complications were reported.